Manufacturer narrative:
A maquet-service-technician was on site and inspected the affected system. No malfunction and no unintended movement could be detected. All functions were only possible by using the ir remote control or the wall panel. Additional functional tests also didn't show any failure. Maquet gmbh provides product failure investigation, analysis, and resolution for the device described in this report.

Event description:
The customer reported that there was a unintended movement of the table while a patient was lying on the table top. No injury was reported to maquet. (B)(4).